Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g6 sensor and transmitter would not connect to the ilet, with the cgm menu showing ¿stop sensor¿ on the dexcom side while the ilet displayed prompts to connect cgm or enter blood glucose, and the issue resolved after the user obtained a new sensor and successfully paired it. Symptoms included inability to view cgm glucose data on the ilet. Outcomes included temporary interruption of cgm-driven automation requiring interim reliance on alternative glucose monitoring before resolution. Investigation included guided troubleshooting, device restart, mode switching between g6 and g7 settings, and re-entry of sensor and transmitter codes, followed by successful pairing with a replacement sensor. Investigation of this case revealed a pairing failure limited to the ilet-g6 integration that was resolved by replacing the sensor, indicating the prior sensor-transmitter pairing attempt was unsuccessful and not reproduced with a new sensor. It was concluded, based on previously established findings for similar reports, that user/system integration factors and sensor-specific performance contributed to the initial connection failure.